Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Olympus (B)(4) (oekg) confirmed the following; damage of the cable of the subject device was noted. The cable had bulges and cuts caused by excessive external stress. Oekg guessed that the reported phenomenon was caused by the damage of the cable. If additional information becomes available, this report will be supplemented.

Event description:
During the delivery inspection of the subject device, endoscopic image disappeared and the visual field was suddenly lost. There was no report of patient injury associated with this event.